Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) powered off multiple times during use and at the end of the treatment was not confirmed in the archive data or during functional testing. The autopulse platform functioned as intended. The reported complaint that the platform emitted a burnt odor was not confirmed during testing at zoll. The customer reported that the patient's chest and back were hot to the touch. The archive data confirmed that the patient's surface temperature (measured inside the platform during the event) ranged from 50 °c to 61 °c. This range can result in the patient feeling only slightly warm to the touch (not hot). Based on the archive data, there were no instances of the platform shutting down on its own or undergoing any uncommanded shutdowns during the reported event date, as the autopulse platform was powered off by the user for the entire duration. The autopulse passed the preliminary functional test without any fault or error. A load cell characterization test was performed, and the results indicated that both load cells functioned within specification. Zoll is awaiting the customer's approval for service.

Event description:
The autopulse platform (sn (B)(6)) was used during the resuscitation of a patient weighing approximately 120 kg. The crew reported that the platform powered off multiple times during use. According to the customer, both batteries used during the event were fully charged, and an additional battery received from the clinic was also fully charged. Toward the end of the resuscitation, the platform emitted a burnt odor described as resembling hot plastic. The customer reported that the autopulse platform operated continuously from approximately 21:15 to 23:03. Near the end of treatment, the patient was lying in a hospital bed with the autopulse platform still attached. The patient's chest and back were noted to be hot to the touch; however, no burn blisters were present on the patient. The customer presumed that because the patient remained in bed with the autopulse attached while resuscitation was ongoing, air circulation to the platform may have been limited. The autopulse platform switched off at the end of the event. No consequences or impacts on the patient.